Manufacturer narrative:
Follow-up #1: date of submission 04/13/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/23/2017 with the following findings: during investigation, the returned battery cap and test cap were able to attach securely to the pump. All the battery cap contacts were within specification. There were two unexplained pump reboots observed in the black box. There was no evidence of moisture observed before the pump was opened. A leak test passed with no leaks detected. The pump was opened and there was no damage observed to the power circuit. There was no moisture observed internally. The pump was successfully run on a 24 hours basal program with no reboots occurring. The original complaint was unable to be duplicated.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.